Event description:
In following up with a home patient's (hp) nurse (rn) regarding an alarm received in 2005, the rn notified baxter's product surveillance department of a peritonitis episode that originated 10 days prior. Per the rn, the hp presented at the emergency room (ER) with cloudy effluent. The hp was not admitted, but was diagnosed with peritonitis and discharged. The hp later went back to the ER with cloudy effluent, nausea and vomiting. The hp was hospitalized for nine days. During hospitalization the hp was treated with gentamicin 100mg, intravenous (IV), once, ceftriaxone 1g, intraperitoneal (ip), once, cefazidime 1g, ip, for 22 days, amkacin 2mg per kg per bag, ip (date range unknown), and ciprofloxacin 5oomg, ip, twice daily for 10 days. The next month, the hp reported feeling nauseous during a clinic visit, however, lab work revealed white blood cells to be within normal limits. Sixteen days later, the hp was hospitalized as she reported "not feeling well" and lab work revealed a recurrence of the previous peritonitis episode. Antibiotic treatment during hospitalization is unknown. The hp was discharged 18 days later with no prescriptions for antibiotics. Nine days later, the rn did a home visit and noted that the hp had cloudy effluent. Laboratory work revealed another recurrence of the infection. The rn prescribed the hp ceftazidime 2g, ip, daily, and gentamicin 40mg, ip daily; however, the hp only treated herself for 3 days. The hp chose to discontinue dialysis and antibiotic therapy. Reportedly this decision was made based on the repeat infections, and inadequate dialysis. Per the rn the hp did not have negative ultrafiltrate (uf) during therapy, however, was not getting the positive uf she needed for her dialysis to be effective. The hp did not want to perform hemo dialysis. The hp also suffered for calcifilaxis. Per the rn the hp expired around four days later. The rn reports that she suspects the root cause to be technique or bowel related.